Manufacturer narrative:
The lead was explanted, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported tin the medical literature. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported that this patient's atrial lead was capped on (B)(6) 2014 due to failure to capture. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 11 years, 3 months.